Manufacturer narrative:
Manufacturing site: (B)(4). Device evaluation could not be performed because the device was discarded by the facility. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the provided information, results of lot history records review and referring to known similar events, it was presumed that tensile stress generated with wire removal had most likely caused the reported separation of the guide wire. The applied tensile stress would exceed the product design limit when movement of the guide wire was restricted as it was being trapped in the heavily calcified cto. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire; [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; and, [malfunction and adverse effects] separation of the guide wire.

Event description:
It was reported that an asahi gaia second guide wire became separated during a pci to treat a heavily calcified cto in the lad that was calcified entirely. The physician tried wiring from antegrade first using the guide wire. Wiring failed and could not pass, the physician changed to retrograde approach with the guide wire. The retrograde attempt failed. Then the physician decided to go back to antegrade wiring again with the guide wire. An asahi corsair microcatheter was used with the guide wire for support and attempts were made to penetrate into the heavily calcified cto. Resistance was met during advancement and rotation of the guide wire and it was noticed the guide wire was stuck inside the cto. The physician tried to advance the microcatheter as much distal as possible and tried to retrieve the guide wire but failed. Then a ptca balloon was advanced as much as possible to the point and inflated to release the guide wire from the cto, but the second attempt failed. Then a snare device was used to hold the guide wire at the distal point and pull the guide wire back, but the third attempt failed. Finally the physician decided to send the patient to CABG that was planned as an alternative treatment in case of pci failure. The guide wire was taken out successfully, and the patient was recovering well after successful CABG.